Manufacturer narrative:
Follow-up #1: date of submission 04/09/2014. Device evaluation:the device has been returned and evaluated by product analysis on 3/24/2014 with the following findings: during investigation, the black box history was reviewed and showed one replace battery alarm on 02/07/2014. No low battery warning was posted prior due to a sudden voltage drop on 02/07/2014 at 07:24. The voltage prior to the replace battery alarm was vp 117, which was above the low battery warning threshold of < vp 115. During evaluation, the pump powered on with returned battery cap. The battery cap was able to fully tighten to the pump. A power loss was not duplicated. The battery compartment was found to be intact. During testing, the pump was exercised for 24 hours with no reboots, loss of power or call service alarms occurring. The pump current draws were found to be within specifications. The pump case was removed and no evidence of moisture contamination was observed inside pump. Inspection of the battery terminal contacts showed no evidence of intermittent contact. The pump was shown to emit a low battery warning appropriately during testing. The power issue was confirmed in the history but was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (power issue) issue. It was reported that the pump lost power without user intervention. The pump alarmed for replace battery then went blank. Reportedly, no low battery warning was emitted by the pump. Multiple new batteries were inserted and the issue was not resolved. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.